Event description:
It was reported that the 2800 system shut down when sending saved images to pacs. The unit could not be rebooted. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor. The system was tested and found to be working as intended and placed back into service.